Event description:
The user facility reported that during a diagnostic colonoscopy the device experienced a total loss of image. The procedure was completed with a similar, but different device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate a complete loss of image, however the image was observed to flicker briefly. There was evidence of fluid invasion in the endoscope connector and electrical connector. The endoscope was subjected to an extended aeration. Following aeration, the image and the switches were found to operate appropriately. There was small amounts of corrosion and residue inside the endoscope connector and electrical connector. In addition, the bending section cement was cracked. The device has been serviced and returned to the user facility. The cause of the user's experience was determined to be due to fluid invasion, due to user mishandling, as the device passed leak testing. This report is being submitted as an MDR in abundance of caution.